Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. The ipp was previously explanted except for the reservoir. The reservoir was now explanted and the whole system was replaced. There were no patient complications reported.